Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Customer support provided information to reset the pump, assisted with the reset, and advised the customer to continue using the pump, with instructions to call back if the malfunction recurred. The customer acknowledged and understood the instructions.